Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection of the lead noted stretching of the proximal section of the lead and deformation on the distal section of the lead. Additionally, the silicone insulation underneath was pulled back. The lead damage was most likely due to the explant procedure. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted after this patient received several inappropriate shocks. No additional adverse patient effects were reported.